Event description:
It was reported that while using bd facslyric¿ 2l6c instrument biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from polish to english: a camera user reported dripping needle on the sit flush 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No- dripping from sit. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) unknown- facsflow+sample. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9) na. 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) gloves. 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) no, ruo instrument. 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13jul2020 to 13jul2021. Complaint trend: there are 17 complaints related to the leakage of biohazard not contained within the instrument; date range from 13jul2020 to 13jul2021. Manufacturing device history record (DHR) review: DHR part #651165, serial # (B)(6), file # 651165-651165-r651165000117-107057752-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste from the sit not contained within the instrument was due to a worn v8 pinch valve. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. During a phone consultation, the tsr (technical service representative) assisting the customer helped the customer identify that the v8 valve tubing had been pinched shut. After this tubing had been unblocked, the tsr recommended the customer rinse the line with facsclean and water. After these repairs, the customer confirmed that the instrument was functioning as expected and no longer leaked during sit flushes. No parts were requested for evaluation as there were no parts replaced. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal and not under pressure.¿additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. Proper scheduled cleaning and other maintenance can help reduce the occurrence of blockages within the fluidics system, and can be found under ¿maintenance¿ in the bd facslyric clinical system instructions for use; #23-19938-02 rev. 1/vers. A. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 02021718, case # 01399147 install date: 15dec2020 defective part number: n/a work order notes: o subject / reported: pn: 651165 - facslyric 2l6c instrument, sn:(B)(6)- needle dripping in the sit flush program o problem description: a camera user reported dripping needle on the sit flush. Users did not perform corrective actions. O work performed: the telephone diagnostics showed a sticky drain in the v8 valve - the line is blocked despite the open valve. It was recommended to remove the line from the valve and unblock it by squeezing. After the line was unblocked, it was recommended to rinse it with facsclean and then with water (through the sit flush programs). Successful execution of the sit flush program has been confirmed. O cause: sticky drain in valve v8. O solution: issue: dripping from stinger during sit flush. Reason: sticked/blocked tube in valve v8. Solution: tube has been unblocked manually and rinsed with facsclean and water. Result: sit flush ok returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o tfs ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample o cause: back drip from injection port (sit) o harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o tfs ID: 89227 o ID: libivd-ra-247 3.1.25 o reg status: ivd; ruo o hazard: instrument temporarily inoperable. Source: sit fmea o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol o reg link (tfs ID): n/a o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p o effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f o probability: 2 o severity: 2 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a pinched v8 tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a pinched v8 tubing. The tsr helped the customer identify the pinched v8 valve tubing, clear the blockage, and rinse the blockage during a phone consultation. After these repairs, the customer confirmed that the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to any leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. See h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 2l6c instrument biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: a camera user reported dripping needle on the sit flush. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid: was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No- dripping from sit. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5). Unknown- facsflow+sample. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6). Waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. Which part of the body was in contact to the fluid? (Please describe then go to question #9) na. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) gloves. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11). No, ruo instrument. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) No.